Event description:
Additional information was received indicating that there was no patient involved in the incident. The event date ((B)(6) 2020) of the incident was also provided.

Event description:
Information was received indicating that a smiths medical pump was presenting with error 46510. There were no reported adverse events.

Manufacturer narrative:
Returned device was received in good physical condition. The device was powered on and the reported alarm immediately appeared. The main board was found to be inoperable and a constant alarm. The main pcb will be replaced..the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.